Manufacturer narrative:
Additional information received on 08 february 2017 and includes: the revision was performed on (B)(6) 2017 and it was successful. Subsidence of the tibial component was confirmed: aseptic loosening posterior. Device not available.

Manufacturer narrative:
Revision surgery scheduled for (B)(6) 2017. On 05 january 2017 the medical affairs director performed a clinical evaluation and commented as follows: tibial component subsidence in cemented tka after 1 year. The supplied radiographs show a suboptimal cement layer surrounding the tibial baseplate. There is no indication suggesting that a defective device originated this problem. On 12 january 2017 the patient match department performed a planning review and commented as follows: our analysis of the process of this case found no deviations from the standard procedures. No errors have been found in any step. As shown by the x-rays, during the surgery both the components have been implanted with different parameters respect to the validated planning. Batch review performed on 17 january 2017. (B)(4). Not yet explanted.

Event description:
Revision surgery planned to change the tibial component because the surgeon suspected tibial subsidence.